Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The display central processing unit and the anesthesia control board were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the screen blanked out. There was no reported patient involvement.